Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that the 8mm permanent cautery spatula (pcs) instrument's round gear came off . No further information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found the part was returned with a reported complaint that does not affect functionality. No damage found. No product issue was identified. The missing wheel related to the complaint is as expected due to the instrument does not require a grip cable.

Event description:
Refer to h11 for follow-up information.